Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in the moderately tortuous and moderately calcified vessel. A 4.5-2/4t/90 symmetry balloon catheter was advanced for pre-dilatation. However, on the first inflation at 6 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another symmetry balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR: a visual examination identified that the balloon was unfolded which indicates that the balloon had been subjected to positive pressure. Blood was noted within the balloon which is evidence of a device leak. The device was attached to an encore inflation unit and positive pressure was applied when liquid was observed escaping from a balloon pinhole leak approximately 6mm proximal to the proximal edge of the distal markerband. The balloon material was visually and microscopically examined and no issues were noted that could have contributed to the complaint incident. No issues or any damage was noted along the shaft that could have contributed to the complaint incident. An examination of the markerbands and tip identified no issues that could have potentially contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in the moderately tortuous and moderately calcified vessel. A 4.5-2/4t/90 symmetry¿ balloon catheter was advanced for pre-dilatation. However, on the first inflation at 6 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another symmetry¿ balloon catheter. No patient complications nor injuries were reported.